Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 678 mg/dl. The customer had a diabetic ketoacidosis and was in intensive care unit. The customer received a calibration error alarm. She also had issues with her sensor and blood glucose level readings. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.